Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which was demonstrated on a chest x-ray. The pneumothorax required insertion of a chest tube. The patient will be monitored before discharging. On 31-aug-2022, intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: it was reported that the mass was in the left upper lung (lul) and the pneumothorax happened mainly secondary to the complex nature of the mass. The physician believed that the ion system did not contribute to the pneumothorax. The physician believed that the patient was likely to have a pneumothorax even with ir biopsy. As part of the ventilation settings, a positive end-expiratory pressure (peep) of 10cmh2o was selected. A small pigtail 14 f chest tube was placed, and the pneumothorax resolved the following morning. The patient was hospitalized for two days due an episode of hypotension next day and urine retention. According the physician, the patient and family was satisfied with the procedure outcome.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer, as of 29-aug-2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The patient was hospitalized for two days due an episode of hypotension next day and urine retention. Although he physician believed that the ion system did not contribute to the pneumothorax, the cause of the complication is unknown.